Event description:
Her one touch ultra meter was reading inaccurately low. The lay user had received a result of 69 mg/dl. She drank orange juice and retested with a result of 54 mg/dl. She tested on the nurse's meter within a minute with a result of 114 mg/dl, which does not reflect serious injury. The user called her doctor and was advised to call back if her blood glucose was below 70 mg/dl and to skip insulin the next morning. She was not experiencing any symptoms at the time of concern. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, she did not have control solution and therefore, a quality check could not be performed. A replacement meter, control solution, and test strips were sent to the pt.